Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 387 mg/dl to 507 mg/dl. Cause of high bg was not known. Customer delivered a correction bolus via the pump to address bg. Reportedly, customer was not performing the proper air removal techniques. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery."